Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/13/2020 additional information: h6. A manufacturing record evaluation was performed for the finished device al4921 number, and no non-conformities were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a natural birth procedure on (B)(6) and the suture was used. It was reported that the problem of pulling off suture needle happened when sewing perineal mucosa. Another like suture was used to complete the surgery. There were no patient consequences reported.